Event description:
Devilbiss healthcare was notified of an incident involving a suction machine by the french regulatory agency (ansm), that the end user attempted to turn on the suction machine to aspirate secretions however it did not initiate suction. The end user has two backup suction devices but did not use either device during this event. The end user's spouse called the fire department who used their suction device to remove the end user's secretions. The end user was re-admitted to the hospital in critical condition due to hypoxia. The device's user manual states: "the device is not intended for life support, nor does it provide any patient monitoring capabilities." Devilbiss healthcare is investigating the issue and will file an update if additional information becomes available.

Manufacturer narrative:
Devilbiss healthcare evaluated the device, and it was confirmed that the patient or end user did not assemble the suction container in accordance with the manufacturer's instructions for use (IFU). Visible biological secretions were found inside the filter material, which confirms that the container was not connected properly and validates the determination of user mis assembly. The filter functioned as designed; the saturation prevented secretions from entering the internal suction pathway or canister. Suction ceased once the tubing volume filled, and no contamination was detected within the pump or internal components.